Event description:
It was reported that during a laparoscopic cholecystectomy, a flake that appeared to be a sliver of a foreign material, possibly plastic, was flushed through the product. It was further reported that this occurred while the operating room staff was using the power irrigator to get some saline irrigation onto the sterile field.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.